Event description:
According to the reporter, there was a capsule which failed to attach to the patient¿s esophagus and still attached to the delivery system upon removal. They placed another capsule on the same event and it attached successfully. The physician verified the capsule placement endoscopically. There was no patient and user harm. No lubricant was used to facilitate the placement of the capsule.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.